Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and valve embolization requiring intervention are known potential adverse events associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition and embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors caused or contributed to this event as it was confirmed that the valve position post deployment was too low because the valve was deployed quickly due to the circumstances during the procedure, and then embolized due to chest compressions and the low positioning. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral aortic valve replacement procedure with a 29mm sapien 3 ultra resilia (s3ur) valve, the valve was deployed in a too ventricular position and following deployment embolized into the left ventricle. A crossing the native bicuspid valve with the 29mm s3ur, the patient became unstable and blood pressure began to drop. The pacemaker was turned on. The second operator, who had started inflating the balloon, instructed to abort the deployment. The patient went into ventricular tachycardia (vt), prompting another team member to call for defibrillation. The first operator instructed to go up with the valve quickly. The second operator continued inflation, having already delivered some volume, then completed deployment with the remaining volume. This resulted in a low 40/60 aortic/ventricular deployment position. Chest compressions were administered by the first operator. Upon returning to fluoroscopy, the valve was observed to have embolized into the left ventricle. It was believed the embolization was due to the chest compressions. Wire position was maintained throughout. Multiple attempts made to reposition the valve back into the annulus were unsuccessful. The team elected to convert to open surgery. The 29 mm s3ur valve was surgically explanted, and an edwards 29mm inspiris surgical valve was implanted. The patient was in stable condition post-procedure. It was noted that the blood pressure dropped prior to rapid pacing likely due to blood flow being occluded while the s3ur was across the native valve. Regarding the reason for briefly stopping inflation during deployment, it was explained by the fcs that the operator will go up slow at first to see if any positioning adjustments are required before continuing with deployment. The perceived root cause of the valve landing too ventricular was that it was deployed quickly due to the circumstances during the procedure, and then embolized due to chest compressions and the low positioning.